Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aorta. A 33/7/2/65 equalizer balloon catheter was advanced to the stent graft. However, when touch-up was performed inside the stent graft, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.